Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that he had air bubbles in the reservoir. The blood glucose level at the time of the incident was 141 mg/dl. The customer stated that the air bubbles will not occur during filling the reservoir but when wearing the insulin pump. The device was not rewound with a reservoir in place. Troubleshooting was not completed. The device will not be returned for analysis.